Event description:
A report was received stating a ventilator compressor experienced noises and a burning smell before it blew the circuit breaker. There was no patient involvement at the time of the event. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer service engineer (cse) inspected the device and confirmed the reported event. The cse replaced the compressor's solenoid assay to resolve the issue. The ventilator then passed all required testing according to manufacturing specifications.